Manufacturer narrative:
Emboli is included as a possible complication in the instructions for use (IFU) for the penumbra system. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system 5max reperfusion catheter (5maxc), a neuron max 6f 088 long sheath (neuron max), a non-penumbra introducer sheath, a stent retriever and a guidewire. It was noted that the patient had a very angulated bovine arch. During the procedure, the physician had difficulty advancing the neuron max to the cervical tract of the carotid artery; therefore, the neuron max was placed in the left proximal ica. Next, the velocity was advanced over a guidewire through the 5maxc and positioned downstream in the m2 segment of the middle cerebral artery (mca). The stent retriever was then released, and the physician aspirated some thrombus. After that, the 5maxc was removed. It was reported that the physician experienced resistance while removing the 5maxc and decided to use a new 5maxc. While advancing the new 5maxc to the target location to aspirate the remaining part of the thrombus, the physician experienced resistance. However, the aspiration was successfully completed. While retracting the 5maxc into the neuron max, the physician broke the distal end of the 5maxc. It was then noted on an angiogram that the broken piece of the 5maxc was in the external carotid artery (eca), common carotid artery (cca) and ica. The neuron max and the proximal end of the 5maxc were then removed. After removal of the neuron max, it was noticed that it was kinked at its placement in the bovine arch. Afterwards, the procedure was completed with good angiographic result, using a new neuron max and a penumbra system 4max reperfusion catheter (4maxc). The next day, the patient was brought back in the angiography room to retrieve the broken piece of the 5maxc. The physician first attempted to retrieve the broken piece of the 5maxc using a neuron max and snare device; however, it was unsuccessful due to the size of the broken piece. The physician then successfully retrieved the broken piece of the 5maxc using a revascularization device. Afterwards, an angiogram revelated a thrombus in the ica-m1 segment of the mca. The physician attempted to remove the thrombus using a 4maxc and the revascularization device but was unsuccessful. The procedure was completed using a stent and recanalization of fifty percent was achieved. The patient was then sent to the recovery room with a medium ischemia that will be kept under control.

Manufacturer narrative:
Please note that the device in complaint was not expected to be returned; however, on 2023-01-09 the device was received. The return of the fractured distal segment of the complaint device revealed that the actual complaint device was a penumbra system ace 68 reperfusion catheter instead of a penumbra system 5max reperfusion catheter. Based on this information, the following sections are being updated: 1. Section b. Box 5. Describe event or problem. 2. Section d. Box 1. Brand name. 3. Section d. Box 10: device available for evaluation? (Do not send to FDA) and returned to manufacturer on (mm/dd/yyyy). 4. Section h. Box 3: device returned to manufacturer? 5. Section h. Box 3: device evaluated by manufacturer? 6. Section h. Box 6: method code 1 and method code 2. 7. Section h. Box 6: results code 1, results code 2, and results code 3. 8. Section h. Box 6: conclusions code 1. Evaluation of the returned ace68 confirmed a distal shaft fracture. This damage typically occurs due to retraction against resistance. Based on the damaged location, the ace68 was likely pinned within the kinked location on the neuron max. This likely contributed to the resistance experienced during the procedure and subsequent fracture. Further evaluation revealed kinks, stretching and ovalization along the fractured distal segment. This damage was likely incidental to the complaint and likely occurred during removal from the patient¿s body. The fractured proximal segment of the ace68 was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system 5max reperfusion catheter (5maxc), a penumbra system ace 68 reperfusion catheter (ace68), a neuron max 6f 088 long sheath (neuron max), a non-penumbra introducer sheath, a stent retriever and a guidewire. It was noted that the patient had a very angulated bovine arch. During the procedure, the physician had difficulty advancing the neuron max to the cervical tract of the carotid artery; therefore, the neuron max was placed in the left proximal ica. Next, the velocity was advanced over a guidewire through the 5maxc and positioned downstream in the m2 segment of the middle cerebral artery (mca). The stent retriever was then released. While aspirating the thrombus and retracting the 5maxc, the physician experienced resistance. Upon removal of the 5maxc, the physician noticed that the 5maxc was twisted. Therefore, the 5maxc was no longer used in the procedure. The physician decided to proceed with the procedure using an ace68. While advancing the ace68 to the target location to aspirate the remaining part of the thrombus, the physician experienced resistance. However, the aspiration was successfully completed. While retracting the ace68 into the neuron max, the physician fractured the distal end of the ace68. It was then noted on an angiogram that the fractured distal segment of the ace68 was in the external carotid artery (eca), common carotid artery (cca) and ica. The neuron max and the proximal end of the ace68 were then removed. After removal of the neuron max, it was noticed that it was kinked at its placement in the bovine arch. Afterwards, the procedure was completed with good angiographic result, using a new neuron max and a penumbra system 4max reperfusion catheter (4maxc). The next day, the patient was brought back to the angiography room to retrieve the fractured distal segment of the ace68. The physician first attempted to retrieve the broken piece of the ace68 using a neuron max and snare device; however, it was unsuccessful due to the size of the fractured distal segment. The physician then successfully retrieved the fractured distal segment of the ace68 using a revascularization device. Afterwards, an angiogram revealed thrombus in the ica-m1 segment of the mca. The physician attempted to remove the thrombus using a 4maxc and the revascularization device but was unsuccessful. The procedure was completed using a stent and recanalization of fifty percent was achieved. The patient was then sent to the recovery room with a medium ischemia that will be kept under control.